Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the proximal portion of the lead was returned and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The exposed svc (superior vena cava) defibrillation coil developed a fracture due to flexing while in vivo. The rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. The outer and inner insulation of the lead became breached due to a rupture while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The analysts noted that using destructive testing, visual inspection confirmed that the end of the proximal segment of the lead was completely fractured in vivo.

Event description:
It was further reported that at the time of placing a new right ventricular (rv) lead it was found that the previously inactivated rv lead exhibited high rv coil impedance and was completely broken. The physician was able to remove the proximal portion of the lead and the remaining portion of the lead remains in the patient. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient's right ventricular (rv) lead had increased threshold along with high lead impedance. A fracture of the lead was suspected. Patient alerts were indicated. The lead was turned off and remains implanted, however, the physician decided that the patient no longer required the device or lead. No patient complications have been reported as a result of this event.